Manufacturer narrative:
This was stated in the nyt, see (B)(6). "A start-up claimed its device could cure cancer. Then patients began dying." The new york times, (B)(6) 2025. The manufacturer followed up with the facility in (B)(6) where the claimed adverse events took place and with the treating physician. The facility has stated that it was not aware of any adverse events. The physician has not responded.

Event description:
This information was reported publicly by the new york times. See (B)(6). "A start-up claimed its device could cure cancer. Then patients began dying." The new york times, (B)(6) 2025. As reported in nyt article, patient p2 (identified as male, age unknown, diagnosed with colon cancer) experienced a decrease in blood pressure (hypotension) during his third filtering session. Date unknown but assumed to be between first filtering session and date he left (B)(6). The article states that these treatments took place outside the united states, in antigua. The device was being used off-label for the treatment of cancer, outside of the united states in (B)(6).